Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side device rupture diagnosed by MRI and pain. Patient later reported ¿swelling in my chest,¿ ¿implant is no longer in the right place,¿ ¿the implant is wavy¿. The device remains implanted.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2 b5 h6.

Event description:
Physician's office later reported left side implant was found to be intact intraoperatively. Currently, there are no reportable events on record.